Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture with the formed knot came out of the vessel with the prostyle device when it was removed after deployment. This also occurred with a second prostyle that was attempted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.